Event description:
It was reported that stent damage occurred. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The device was removed and there were no patient complications nor injuries reported. It was further reported that it was a 80% stenosed target lesion located in the non-tortuous, non-angulated, and moderately calcified vessel. The stent been successfully removed without any medical intervention. Procedure been completed with another same device. The patient was stable.

Manufacturer narrative:
The promus premier ous mr 32 x 2.25mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the proximal region were lifted and pulled distally. The undamaged stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The device was removed and there were no patient complications nor injuries reported. It was further reported that it was a 80% stenosed target lesion located in the non-tortuous, non-angulated, and moderately calcified vessel. The stent been successfully removed without any medical intervention. Procedure been completed with another same device. The patient was stable.

Event description:
It was reported that stent damage occurred. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The device was removed from the patient's body. No patient complications nor injuries were reported.